Event description:
The patient reported: a letter of recommendation from the doctor of dental surgery stated that the aligners will not be able to adjust my teeth and recommended ceasing treatment. A letter of recommendation has been provided in the patient's file, stating that orthodontic treatment is not necessary and may induce parafunction.

Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported, that they had dental work done on a tooth, due to it being chipped, prior to treatment. And they never addressed it and it ended up needing dental work. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.